Manufacturer narrative:
Distributor performed evaluation and repair. Distributor performed evaluation and repair.

Event description:
It was reported by the distributor that the prongs on the power cord were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.